Manufacturer narrative:
The bipap a30 device was manufactured on 12/09/2013 which is prior to UDI requirement implementation.  This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the technician dust/dirt contamination and that the pca needed to be replaced due to error code e-146 (error in verifying the flash drive format on device start up), which was unrelated to the reportable malfunction. The device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and scheduled for scrapping after the service technician evaluated the device.